Event description:
While resident was being wheeled by nursing assistant, the wheels began to shake. (The front wheels are made of plastic.) The spokes of both wheels collapsed causing resident to fall out of wheelchair and the nursing assistant to fall over wheelchair. Resident received lacerations to left and right hand knuckles and a cut to right eye requiring 4 sutures. Employee sustained a sprained ankle.